Event description:
Inaccuracy for dexcom g7 continuous glucose monitor. Read glucose level as 112. Was feeling ill. Checked glucose with blood sample and glucometer and it was 462. Should go to hospital, but cannot afford to.